Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to a balloon material rupture include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. Based on the information provided, it is unknown what may have caused the reported material rupture. It should, however; be noted that the stent was implanted without issue and inflated once before the reported material rupture occurred indicating a product quality issue did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (plad) with moderate calcification and moderate tortuosity. After pre-dilatation, the 2.75x28mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted. The delivery system balloon was used for post dilation, when during the second inflation at 16 atmospheres (atm) the delivery system balloon ruptured. Therefore, the delivery system was removed from the patient. A non-abbott balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.